Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device confirmed both ts remain on the insertion needle. As a result the reported complaint of simultaneous deployment cannot be confirmed. T1 has been pushed back over the dimple. T1 was advanced back over the dimple and the device was tested for deployment using a rubber meniscus model, each t was able to be stripped off of the delivery needle as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that both implants simultaneously deployed. The procedure was successfully completed using a back-up device. It is unknown if there was delay. No patient injury or other complications were reported.